Manufacturer narrative:
A facility reported having excess water remaining in scope channels after reprocessing cycle completion using a dsd-201 automated endoscope reprocessor. Medivators field service engineer inspected the unit and observed the customer was using the incorrect hookup for the endoscope they were reprocessing. Improper connection could impact high level disinfection, rinsing, and drying of the endoscope, thus potentially leading to patient cross contamination or chemical colitis. This off-label use of the hookups is not in accordance with the hookup or aer ifus. Medivators clinical specialist visited the facility to verify their hookups and cleaning process. He informed the customer of the importance of using the appropriate hookups for endoscope reprocessing. The facility ordered the appropriate hookups for their endoscope inventory and received follow up training. Medivators personnel are still in contact with this facility. It is unknown how many scopes were reprocessed using the incorrect hookup. To date, there have been no known reports of patient or user harm. This complaint is continuing to be monitored within the medivators complaint system.

Event description:
A facility reported having excess water remaining in scope channels after reprocessing cycle completion using a dsd-201 automated endoscope reprocessor. Medivators field service engineer inspected the unit and observed the customer was using the incorrect hookup for the endoscope they were reprocessing. Improper connection could impact high level disinfection, rinsing, and drying of the endoscope, thus potentially leading to patient cross contamination or chemical colitis.